Manufacturer narrative:
(B)(4). Date of event: unknown, batch #unk, we did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
It was reported that the clips did not deploy correctly/scissored.